Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin over and inflammation at the abutment site. Subsequently on (B)(6) 2016 the patient underwent revision surgery to excise the excess tissue; during the same procedure the abutment was exchanged. The implanted device remains.